Manufacturer narrative:
Per (B)(4) final report. Internal investigation concluded the manufacturing procedure / process as the root cause. A project has been initiated to implement corrective / preventative actions. Affected devices in the field were recalled. Please note: there was no affected devices in the us market. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have resulted in the reported event. Based on the above, no further investigation is required. Corin is confident that the corrective / preventative actions identified by the project team will negate a repeat of such events. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity shell incorrectly labelled. This was identified prior to use, however, did cause surgery to be extended by approximately 50 minutes. There has been no other reported surgical or patient impact.

Manufacturer narrative:
Per (B)(4) initial report. Corin are currently conducting an investigation into the root cause of this event, and information will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity shell incorrectly labelled. This was identified prior to use, however, did cause surgery to be extended by approximately 50 minutes. There has been no other reported surgical or patient impact.